Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a17 and a21. Customer's blood glucose was 137 mg/dl. The customer was advised that the device was stored with a battery for an extended period of time. The customer assisted with creating a new account and attempted to upload. The customer was able to upload the insulin pump.